Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to doctor to get tampon out [foreign body in reproductive tract]. Tampon ripped in half [device breakage]. Doctor to get tampon out [complication of device removal]. Case narrative: consumer reported via social media that the tampon ripped inside her body. No serious injury was reported.